Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was not observed. A review of the device history record was completed for the potential incident lots provided and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that an unspecified number of bd vacutainer® ultratouch¿ push button blood collection sets experienced a retraction issue where the needle would not retract after use. The following information was provided by the initial reporter: material no. 367364, batch no. Unknown. Did not retract all the way. Customer stated that she had 3 incidents of not retracting. She said after she clicked the button, she felt the needle was stuck and only half of the needle retracted, when she tried to pull or thug the tubing, then it retracted all the way.

Manufacturer narrative:
Medical device type: jka, pa. There were multiple potential lot numbers reported to be involved. The following lot #s may be involved with this incident: medical device lot #: 9021873. Medical device expiration date: 2021-01-31. Device manufacture date: 2019-01-21. Medical device lot #: 8353831. Medical device expiration date: 2020-12-31. Device manufacture date: 2018-12-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® ultratouch¿ push button blood collection sets experienced a retraction issue where the needle would not retract after use. The following information was provided by the initial reporter: material no. 367364. Batch no. Unknown. Did not retract all the way. Customer stated that she had 3 incidents of not retracting. She said after she clicked the button, she felt the needle was stuck and only half of the needle retracted, when she tried to pull or thug the tubing, then it retracted all the way.